Manufacturer narrative:
On 06/21/2016 the field service engineer (fse) found a clear leak and latron issues caused by a broken pinch valve pv45. The fse replaced pv45 and the instrument ran without leaks or latron problems. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear leak of about half a cup from the coulter lh500 hematology analyzer while running controls. There were latron issues prior to the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.